Event description:
It was reported during the hospital¿s monthly inspection that the cardiosave intra-aortic balloon pump (iabp) displayed a blank bottom screen. No patient involvement was reported.

Manufacturer narrative:
Event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to reproduce the issue during testing. It was discovered that the touch screen was functioning properly, and the issue was assumed to be with the lcd backlight. The display lcd (0160-00-0127) was replaced and confirmed to be working correctly. The unit passed all functional and safety checks to factory specification and was cleared for use.

Event description:
N/a.